Event description:
The customer reported that during an unspecified procedure, the balloon exhibited poor inflation. It is unknown if the intended procedure was completed. No further information was provided. The scope was returned for evaluation and found the forceps cover glue was peeling. This report is being submitted to address the peeling glue noted during evaluation. There was no patient injury reported.

Manufacturer narrative:
Further inspection of the returned device did not confirm the customer¿s complaint of poor balloon inflation as the flow was fine. The scope probe unit /control body was found loose and leaking. In addition, the bending section rubber glue was noted to be chipped and cracked. The scope was repaired and returned to the customer. The cause of the reported event cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.